Event description:
In 2003, the patient was implanted with a vented electric left ventricular assist device (lvad). In 2004, the manufacturer received a letter from the vad coordinator stating that the patient was admitted 2 days earlier, to the hospital with red heart alarms, low flow advisory and low stroke volume. Filter dust, x-rays and waveforms were also sent with this letter for analysis. The letter also indicated that the patient became unresponsive at home. Was unable to get a bp. Hand pumping was started, and the patient was transferred to the hospital by ambulance. It had been reported earlier by the patient intermittent yellow wrench alarms at home back in march 2004. Also in may 2004, the patient reported getting red heart alarms when bending over. The patient remains in the hospital currently running on electric actuation